Event description:
The device was used during a bowel resection procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
4/30/1998- supplemental report #1 submitted to FDA.